Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged when a battery was inserted into the pump, the pump made noise and would vibrate; the pump reportedly also had an intermittent power issue. The reporter stated the battery cap was cracked and that the yellow o-ring on the cap was visible when the cap was on the pump at the time the alleged power issue occurred. The reporter further alleged that there was moisture inside the pump visible at the infra-red window location. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. Therefore, there is no healthcare provider information to report. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.